Manufacturer narrative:
Conclusion: based on limited information, including no identification of the relevant lot number, a relationship between the event and strattice could not be determined. Due to lack of information, strattice as a contributing factor cannot be ruled out. Lifecell reports the event in an abundance of caution. Multiple attempts to obtain additional information are being made, including identification of the lot number. Should additional information be reported, a follow up adverse event report will be submitted; otherwise this investigation is concluded.

Event description:
It was reported that a pediatric patient underwent an abdominal wall repair with strattice. It was described that "fluff" had developed on top of the mesh. There was concern that the granulation tissue would not integrate so that the wound may not heal completely unless the "fluff" was removed. Wound management techniques were being considered using collagenase. No strattice lot number or implant date was reported.